Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 12 years post savr with a 25 mm edwards magna ease valve, a transcatheter aortic valve replacement (tavr) procedure was performed. The patient presented with a stenotic bioprosthetic valve and was treated with a 23 mm edwards sapien 3 ultra resilia (s3ur) valve. Post-dilation was performed using a 25 mm true balloon. Following post-dilation, a significant moderate central leak was observed. To address this complication, the team elected to implant a second valve, a 26 mm edwards sapien 3 ultra resilia (s3ur) valve. The patient remained stable following the implantation of the second valve. The valve was successfully implanted, and the patient was alive at the end of the procedure. There were no allegations of device malfunction or premature failure associated with any edwards devices used during the case. No additional complications were reported.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, central regurgitation events post-deployment with or without report related to leaflet mobility for the s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient and/or procedural factors (malposition, slow recovery of blood flow, leaflet impingement due to calcification or guidewire, over-inflation, post-dilation, and/or under-expansion). The complaint for deployed valve exhibits central regurgitation was empirically confirmed. Available information suggests procedural factors (post-dilation with non-ew balloon) likely contributed to the event as it was reported that 'post-dilation was performed using a 25 mm true balloon' and 'following post-dilation, a significant moderate central leak was observed.' In this case, a 25mm non-ew inflation balloon was used to post-dilate a 23mm thv, which may have led to over-expansion of the thv. Deploying the valve using more than the prescribed volume or attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation or post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. Additionally, per the training manual, central regurgitation is an associated risk of post-dilation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.